Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The inner threads of a restoration modular plasma stem apparently became stripped and would not receive the locking bolt. The dr. Decided to leave the stem and broached body in the patient without a locking bolt.

Manufacturer narrative:
It was discovered that this event was reported under manufacturing number 0002249697-2016-02037. Therefore, this report will be cancelled as a duplicate event and all results will be reported under 0002249697-2016-02037.

Event description:
The inner threads of a restoration modular plasma stem apparently became stripped and would not receive the locking bolt. The dr. Decided to leave the stem and broached body in the patient without a locking bolt. It was discovered that this event was reported under manufacturing number 0002249697-2016-02037. Therefore, this report will be cancelled as a duplicate event and all results will be reported under 0002249697-2016-02037.